Event description:
Attorney advised patient being treated for femur fracture was implanted with a 4.5mm lcp proximal femur plate - 4 hole right. Approximately 6 months post implant patient was experiencing significant pain, and discomfort at the surgical site. The plate had broken and was removed.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn at this time. Product has been returned. Review of manufacturing records has been requested.